Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter tip detachment occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During unpacking, the nurse attempted to remove the blue cap; however it was noticed that the distal tip detached from the catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes device evaluated by MFR: the complaint device was returned for evaluation. An examination of the returned device found a break in the shaft polymer extrusion at the proximal bond area of the balloon. Further evaluation of the break site found that the extrusion was stretched at the site of the break. Multiple hypotube kinks were also observed along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The distal section of the break site was returned for analysis and no issues were noted with the device that may have led to the shaft break. The balloon protector was still attached to the device. The investigator was unable to apply negative pressure due to the condition of the returned device. The balloon protector was removed with no resistance encountered. The balloon was visually examined and no issues were noted. The internal dimension (ID) of the balloon protector was measured and is within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a catheter tip detachment occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During unpacking, the nurse attempted to remove the blue cap; however it was noticed that the distal tip detached from the catheter. The procedure was completed with another of the same device. No patient complications were reported.